Manufacturer narrative:
Insulin pump received with blank display due to broken battery wire during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify insulin pump error alarm due to blank display. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarm. Customer stated they were able to clear the alarm also able to rewound the insulin pump. Customer stated the insulin pump was not stored without a battery or a dead battery for an extended period of time. No harm requiring medical intervention was reported. The device will be returned for analysis.